Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the healthcare provider (hcp) had considered removing the ins; however, after the hcp left the practice, they ultimately decided to keep the device. The patient was now seeing a new healthcare provider. They decided to keep it and make adjustment to optimize the results.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# (B)(6) serial#, implanted: on (B)(6) 2022, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 08-dec-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the patient had been experiencing pelvic pain (which feel like menstrual cramps) and they have been unable to determine the cause. Caller doesn't know when the pelvic pain started however said that prior to implant, patient didn't have any pelvic pain. When asked, caller said that stimulation has been off for a couple of days and has been taking some over the counter pain medication to help with the pain. Caller was not with the patient so doesn't know the specific details of the pelvic pain such as start date and when patient feels the pelvic pain, is it all of the time or intermittently, how long pelvic pain lasts, does it change throughout the day or night. Patient said will ask the patient for more specific details. Additional information was received from the patient on 2025-07-30 14. Patient representative called and provided an update. The caller said that the implant itself has been off for a couple of weeks; however, the patient still has pelvic pain. When asked, the caller said that the patient or the patient's husband turned the therapy off. The caller said that at this point the managing physician isn't sure what could be causing the pelvic pain and did prescribe physical therapy for the patient. The caller said that her father has researched and wanted to know about lead migration which could cause irritation. When asked, caller said that the patient hasn't had any falls or trauma. Reviewed device information and redirected to managing physician to discuss this concern and ask about imaging. Caller said that patient asked about maintenance of external devices as has turned therapy off. Reviewed information with caller. Caller also asked about stim longevity. Reviewed information with caller. Caller also inquired about the process when requesting spanish speaking consultant. Reviewed information with caller. He reason for call was caller reported the patient has been having pain in their anal area that started about a year after the implant. Caller confirmed that they did experience improvement in their bladder and fecal incontinence but the pain was present 24/7. Patient stated they went to see their hcp back then and the stimulation intensity was decreased from 3.8 to 2.0 and that made the pain went away immediately. Patient said the therapy has been adjusted several times and that they have tried program 1 for most part of 2022, program 2 on 2023 but only for about three weeks and then program 4, but this last one caused the patient to feel a stronger pain, now in their pelvic floor. Patient mentioned discussing some adjustments with their mdt representative, ben, since implant. Caller also mentioned that the patient has had some issues with the lumbar area since before the implant. Caller decided to turn the therapy off on (B)(6). Patient stated that turning the therapy off has not helped decreasing the pain because the patient still feels it, but also, it has not affected the improvement in their symptoms as they have not experienced bladder or fecal incontinence since so, they still see improvement in symptoms. Patient is taking tramadol as advised by their. Redirected patient to their healthcare provider. Patient stated they have a new hcp, (B)(6). Dr. (B)(6) prescribed the patient to try a pelvic floor therapy. Caller stated they have seen at least five healthcare providers to help them determine the cause of the pain but still no luck figuring out what the reason might be. Agent reviewed physician listings because the patient rep would like to get another opinion about what is causing the patient to have the pain for so long. Patient representative called to report that patient has seen new physician and the physician suggested scheduling another appointment so that the representative can be present and check patient's device. Caller asked about process for scheduling the representative. Reviewed that scheduling has handled through managing physician's office. Caller said was just reviewing notes from patient's appointment and found a note that managing physician's office redirected patient to contact the local representative directly and provided them with the rep's phone number. Caller will call the representative directly. Sent email to patient registration to update patient's phone and follow up physician.

Event description:
Additional information was received from the patient representative. They reported that patient had fecal incontinence back since about a month. Caller reported that they had the therapy off since july 15th as it was painful for the patient. Caller also mentioned that they were having the implant removed but the hcp was no longer in service, caller was looking for recommendation on what program to use. Agent explained roles and offer assistance to connect to ins and turn therapy back on. Caller was able to connect to ins and turn therapy on, caller selected program 2 and adjusted the stimulation. Patient confirmed comfortable stimulation. Caller mentioned they have an appointment with new hcp on december 15th.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.